Event description:
Valve was explanted due to masses observed on echo. Pt experienced a transient ischemic attack sometime prior to explant. At explant, a "thin film" of fibrinous material was found loosely covering the sewing cuff on the ventricular and aortic aspects and was easily removed. No other vegetation was observed. The leaflets moved well. The valve was explanted and replaced.